Event description:
(B)(4). Device provided by insurer. I have developed increasingly painful menstrual periods, extreme bleeding, pain throughout the month. Depression, rashes and blisters occurring all over my body which have become increasingly worse.

Event description:
(B)(4). Update 1/5/16: I had a robotic lavh on (B)(6) 2015. My surgeon removed everything except my ovaries. I had severe adhesions causing my uterus and bladder to be fused to my abdomen and I'll be on fmla through (B)(6) 2016.